Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and deformity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; deformity; capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "they came to me with a complaint of increasing pain and significant deformity in breasts." "During the exam I found baker IV grade capsular contracture" and " right implant rupture". Later healthcare professional reported "pain and significant deformity" " capsular contracture baker grade: iii IV" diagnosed via MRI "painful on the right, complaints of pain and discomfort in the mammary glands while at rest and during physical activity as well as asymmetry and deformity." "Small intracapsular rupture in the formation of a keyhole/nose sign type of structure" "poorly formed contrast-enhanced focal areas with dimensions less than 5 mm were found in the fibroglandular tissue area, becoming significantly more pronounced in the later stages of scanning" "a small cyst of 4 mm was found in the parenchyma" "mild chronic inflammation" "intracapsular rupture of the right implant and breakdown of the implant own capsule". The device has been explanted and was replaced with a non-abbvie device.